Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test, self test. All operating currents are within specification. Off no power alarm functions properly. Unit was programmed and monitored for 3 days. No unexpected reset noted. Unit was programmed with multiple test boluses and monitored. All test boluses delivered properly and were recorded in the bolus history screen. No bolus anomaly or history anomaly noted. The battery was removed and reinserted with no unexpected battery out limit alarm noted. Unit had software alarm in the alarm history screen, due to corrupted history file. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed software error, loose drive, battery out limit and unexpected restart several times during normal use. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump had numerous alarms in the alarm history. Troubleshooting also found that the customer was hospitalized in 2015 for high blood glucose, however was not wearing the pump for three weeks prior to the hospitalization. Customer declined further troubleshooting. The customer was advised that the device would be replaced and to return the product for analysis.